Event description:
It was reported that a user scanned their glucose sensor in the ilet app and received a message indicating the sensor had been started by another device, preventing use; the user was guided through pairing steps and was directed to the sensor manufacturer for replacement. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included user inconvenience without medical intervention or hospitalization. Investigation included customer service troubleshooting and education regarding sensor pairing and device use. Investigation of this case revealed a sensor pairing conflict consistent with a sensor already initialized on a different device, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup or a sensor configuration issue external to the ilet system.